Event description:
It was reported that this right atrial (ra) exhibited o high thresholds which depleted the battery. The lead was repositioned and remains in service. No adverse patient effects were reported.